Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) reached an eri (elective replacment indicator) battery status earlier than expected. The ICD was removed and replaced.